Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff asked local staff to repair this c1 after frequent oxygen supply failure alarms occurred while using this c1, despite the high-pressure oxygen piping being connected. No health consequences or impact.